Event description:
Opta balloon ruptured at 2 atmospheres on 2nd inflation, possibly on stent. During attempt to retrieve balloon, tip broke off and migrated to right common (superficial femoral artery) femoral artery. Marker of balloon lodged in branch of profunda. Pt sent to or and balloon tip returned.